Event description:
Allergic reaction to synvisc [hypersensitivity]. Could not even bend her leg [joint range of motion decreased]. Left knee was swollen and puffed [joint swelling]. Left knee pain [arthralgia]. Case description: spontaneous report received on (B)(6) 2010 from a (B)(6) female pt, initial (B)(6), whose relevant medical history included: osteoarthritis of the knee and previous treatment with a viscosupplement (not thought to be synvisc). The pt received her first injection of synvisc into the left knee on (B)(6) 2010. On the same afternoon of the synvisc injection, the pt experienced pain and swelling which intensified over the next few days. On (B)(6) 2010, the pt could not even bend her leg and her knee was swollen and "puffed." The pt took tramadol which provided no relief - then took lortab which provided moderate relief. On (B)(6) 2010, the pt saw her physician who told her that she had an "allergic reaction" to the synvisc and provided her with a medrol dose-pak as treatment. As of (B)(6) 2010, the pt's left knee pain and swelling persisted, although she did get some relief from the medrol dose-pak. No further info was provided. As of the date of receipt of this report, the pt outcome was not yet recovered. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary - the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.